Event description:
Report states that a cadd solis pump was set up for pca. The pump was infusing for 12 hours. The pump began to alarm low volume but when checked the 50 ml medication cassette reservoir was full. No injury was reported.

Manufacturer narrative:
The device was returned and evaluated. Three separate accuracy tests were performed, and each time the device was found to be within the published specification of +/- 6%. Testing of the devices latch lock demonstrated that the latch was not performing to specification. The latch was replaced. Following replacement of the latch, the pump passed function and accuracy testing.